Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, a computed tomography (CT) was performed while patient was in hospital and results revealed that the inflow cannula appeared to be largely adjacent to or partially abutting the left lateral ventricular wall, and that the cannula position may have inhibited device flow. The patient was to be monitored. No further information was provided.